Manufacturer narrative:
Initial 3 of 6. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that patient faced six infusion sets leakage events on 21 feb 2026. The leakage was at the site. The infusion set was in use for few hours to one day.